Manufacturer narrative:
The separated coil in the microcatheter and the removed coil are going to be returned for analysis. It was reported that the coil separated. The coil contained within the mc and the delivery system without coil will be returned for analysis. All the products were store, handle and prep per labeling instructions. An adequate continuous flush maintained through the (mc) microcatheter at all times. No damages were noticed on the mc, delivery system or coil that may have contributed to the event. The mc was flush after every coil delivery system was removed. During insertion, the coil introducers were seated correctly in the mc hub. The stopcock was closed to secure the introducer and prevent movement. The coil (637cf0915 lot 13416593) was also utilized for the patient and experienced resistance in the microcatheter, but it was unknown if it was removed then or finally placed in the target lesion. For the second device, other than the reported event, no other damages were noticed on the coil or delivery system. This one of two products used during the same procedure on the same patient, which is associated with MFR report #1058196-2010-00153 and 1058196-2010-00154. Additional information will be submitted within 30 days upon receipt.

Event description:
The procedure was coil embolization for unknown target lesion. There was moderate calcification and tortuosity. When the coil 637cf0915 (complaint product) was inserted for approximately 50cm in the microcatheter (excelsior, boston scientific), it was stuck and stopped advancing. Attempt was made to pull back the coil delivery system, but the coil was separated and remained in the microcatheter. Finally the coil was entirely removed with the microcatheter as one unit from the patient. Another coil 637cf0915 (lot 13416593) which was used previously was also stuck in the same microcatheter. The procedure was completed successfully without patient injury. The second coil 637cf0915 (lot 13416593) was received for analysis, and the coil was unraveled/stretched.

Manufacturer narrative:
The procedure was a coil embolization for an unknown target lesion with moderate calcification and tortuosity. When the coil, 637cf0915, was inserted into the non-cordis microcatheter (mc) approximately 50cm, it became stuck and stopped advancing. An attempt was made to pull back the coil delivery system, but the coil separated and remained in the microcatheter. The entire coil was removed with the microcatheter as one unit. A second coil, 637cf0915, also became stuck in the same microcatheter. Analysis of the returned product shows that the coil was stretched and unraveled. A third coil, 637cf0915, was also utilized and it experienced resistance in the microcatheter, but it was unknown if it was removed or placed in the target lesion. The procedure was completed successfully without patient injury. All the products were stored, handled and prepped per labeling instructions. An adequate continuous flush was maintained through the microcatheter at all times. No damages were noticed on the mc, delivery system or coil that may have contributed to the event. The mc was flush after every coil delivery system was removed. During insertion, the coil introducers were seated correctly in the mc hub. The stopcock was closed to secure the introducer and prevent movement. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag; additionally, a non-cordis excelsior microcatheter was received in the same plastic bag. Embolic coil was totally unraveled and stretched with the rest of the devices; it did not attach to the gripper. Hypotube and support coil had several kinks. The introducer was unzipped and the support coil was out of introducer. The non-cordis microcatheter was inspected and a compression was observed at 37.3cm from the distal end. The gripper was inspected under microscope and gripper was found twisted. Functional test could not be performed since the conditions of the returned product. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13456569 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Failures reported by the customer "impeded in the microcatheter" and "coil separated in patient" could not be evaluated; however, the conditions of the received product suggest that the kinked sections in the support coils and hypotube and also the twisted damages in the gripper could have contributed to the failures reported. The causes of the damages found in the device could not be conclusively determined; however, neither the analysis nor the DHR review suggests that these damages could be related to the manufacturing process. Inspections are in place that prevents these kinds of damages leaving from the facility. Additionally per (B)(4) investigation, the customer stated that "no damages noticed on the mc, delivery system or coil that may have contributed to the event before use." Procedural factors appear to be contributed to the reported failures; therefore no corrective actions will be taken at this time. Analysis of the non-cordis microcatheter was inspected and a compression was observed at 37.3cm from the distal end. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by device interaction with the non-cordis mc and is not related to a product quality issue. This one of two products used during the same procedure on the same patient, which is associated with MFR report # 3003742446-2010-00089 and 3003742446-2010-00090.